Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was being observed on telemetry. Loss of capture on every other beat was confirmed when automatic capture was programmed on. As a result, automatic capture was programmed off and the output was increased to ensure capture. It was indicated the patient would continue to be monitored appropriately. No additional adverse patient effects were reported.